Manufacturer narrative:
The device was received for evaluation. The reported event was unable to be reproduced during testing. A review of the event history log revealed evidence of the customer reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during testing. There was no patient involvement. No additional information is available.